Manufacturer narrative:
Accessory model 37752 serial# (B)(6) programmer model 37743 serial# (B)(6) lead model 39286-65 serial# (B)(6) implanted: (B)(6) 2011 explanted: unknown.

Event description:
It was reported that the patient generally had stimulation for her legs. The patient experienced new pain in the middle of her lower back beginning (B)(6) 2011 and wanted help reprogramming the device. Additional information received reported that the device was explanted due to an infection related to the use of a heating pad. Information about the infection culture and patient outcome was not known. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that signs and symptoms of the infection included redness. The primary location of the infection was the device pocket. A culture was obtained from the device pocket. Treatment instituted for the infection included oral antibiotics and a total device system explant. The patient outcome was the infection resolved.